Manufacturer narrative:
The manufacturing site's investigation did not have a return sample to evaluate. They did however evaluate retained samples for the same reported lot number. The MFR was able to confirm leakage from the luer connection with the retained samples. The design authority for this device did conduct a risk assessment for the leakage experienced from the luer connection. After review of the number of complaint reports received the overall risk for the issue is considered to be low. The trending history for the number of complaints received does not indicate necessitating remedial action for product remaining in the field. The clinical risk was evaluated and based on the simulated infusion testing; with the worst case leakage rate observed (less than 0.2%) a minimal loss of therapy would occur. In addition it was considered in the population with tooling mark severity and catheter replacement, and insufficient medication based on leakage rate (less than 0.2%) impact would be minimal. Healthcare workers are expected to follow universal precautions when handling or being exposed to blood, there should be no risk of clinician exposure. Corrective actions have been taken at incoming and in process; in addition material for this device is now being received from alternate supplier. This corrective action has already been implemented and the metal hubs have not presented anymore deformations or scratches in the inner surface of the luer connections.